Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient mentioned their ins seemed to be moving deeper and deeper into buttocks tissue over the last week. The patient mentioned the ins was "settling into skin" and the patient could feel the ins before, but now could hardly feel the ins under their skin. The patient was redirected to their healthcare provider to further address the issue.